Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation circuit card. Isolation circuit card is broken therefore it must be replaced. Replaced isolation circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device isolation circuit card had to be changed. Per follow up information received via email on 07feb2024. Technician would repair the device on site. Temperature out did not work, when they connected it to an external monitor during a treatment, there was a short circuit shock. Cannot get the patient's temperature on an external monitor when they slave temp out from arctic sun. Tested the machine and the calibration did not go through, error 99 which was related to temp out. Isolation circuit card was broken therefore it must be replaced. The issue occurred while treating a patient - would connect temp out to external monitor. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device isolation circuit card had to be changed. Per follow up information received via email on 07feb2024. Technician would repair the device on site. Temperature out did not work, when they connected it to an external monitor during a treatment, there was a short circuit/a shock. Can't get the patient's temperature on an external monitor when they slave temp out from arctic sun. Tested the machine and the calibration did not go through, error 99 which was related to temp out. Isolation circuit card was broken therefore it must be replaced. The issue occurred while treating a patient - would connect temp out to external monitor. No patient injury was reported.